Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual and microscopic examination was performed on the returned flextome device. The device was returned with the balloon protector over the balloon. A visual and tactile examination identified a complete break in the hypotube of the device. The break was identified approximately 1403mm proximal the tip of the device. The detached section of hypotube and manifold was not returned for analysis. Multiple kinks were also noted along the length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. No issues were noted with the hypotube that may have contributed to the complaint incident. A visual and microscopic examination of the balloon noted that the balloon was tightly folded which indicates it had not been subjected to positive pressure. No damage or any issues were identified with the balloon material that could have contributed to the complaint incident. A visual and microscopic examination of the blades noted that all blades were present and fully bonded to the balloon material. No damage or any issues were noted with the blades that could have contributed to the complaint incident. No issues were observed with the tip or markerbands of the device which could have contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 08-feb-2019. It was reported that the catheter could not cross the lesion. The target lestion was located in the left circumflex artery. A 15/2.50 flextome cutting balloon was selected for use. During the procedure, it was noted that the device could not cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, device analysis revealed that there was a complete break in the hypotube of the device.